Event description:
It was reported that the patient received inappropriate atp therapy due to post-sensed t-wave oversensing. Programming changes were made and further testing was recommended. The patient was stable after the event.

Event description:
New information received indicated that additional post-sensed t-wave oversensing episodes were observed. The patient was suggested bringing in clinic for programming changes. The patient was asymptomatic.